Manufacturer narrative:
The erbe was replaced by an intuitive surgical field service engineer and was returned for analysis. Failure analysis did not confirm the customer reported complaint and found that the unit energized, cauterized, and all ports recognized instruments. System and instrument logs cannot be reviewed as the following information for the event was not provided: event date, surgeon name, instrument part and lot number. This medwatch report (MFR report number 2955842-2024-13332 ) represents one of the reported low energy events. A separate medwatch report (MFR report number 2955842-2024-13333) was submitted for the other events incidentally mentioned.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the bipolar effect from the erbe integrated electrosurgical unit (iesu) was not optimal and the patient experienced bleeding. The amount of blood loss was not provided. The site was advised to perform more intraoperative cleaning, change the blue cable, and try using different energy output settings; however, the effect from the erbe was still not optimal for achieving hemostasis. Hemostasis was achieved by changing the diathermy forceps and using a vessel sealer extend instrument. The procedure was completed robotically, and the site requested the erbe be replaced. The site mentioned that this has been a recurring problem for two surgeons over the past six months. No dates, procedures or other specific information was provided.

Manufacturer narrative:
Additional information provided by the customer site:although there were no issues found during the investigation of the returned product, it has been reported that since the replacement of the erbe unit; the issue has been resolved. Additionally, there have been no other reported complaints regarding the erbe issue on the system.

Event description:
Refer to h10/h11 for follow-up information.